Event description:
It was reported that it was noticed that the lead was previously programmed to unipolar pacing and sensing, with unipolar impedance of 286 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.